Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as a known patient effect of coronary scaffolding procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - the date of event will be estimated as 02/27/2026.

Event description:
It was reported the initial procedure was performed on (B)(6)2025 where two 3.50x28 esprit btk scaffolds were implanted overlapping in the anterior tibial artery without issue. Patient had good inflow after implantation with good outflow to the foot. At the three months follow up it was noted both of the scaffolds had occluded. No treatment was performed as the wound was already healing. No additional information was provided.